Event description:
The distributor reported the zipper does not close, the zipper teeth separate when the zipper is closed on the pt access window panel. The distributor stated this was discovered while in use with a pt but could not provide the date when this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue that the zipper slider body is open on the left side pt access window which can cause the teeth to separate when zipped. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zimmer from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).